Manufacturer narrative:
The clinical and plant investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized for peritonitis. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The pdrn reported that the results from any laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to an unknown etiology. The pdrn reported that the patient was prescribed a one-time dose of intraperitoneal vancomycin and intravenous cefazolin (dosages and frequencies not reported) to address the infection while hospitalized. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided baxter cycler for the duration of the admission. The pdrn reported that the patient had an uneventful hospital course and he was discharged home on (B)(6) 2025. The pdrn confirmed, though the exact source of infection remains unknown, there was no indication this patient¿s peritonitis and associated hospital were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient remains asymptomatic while they continue ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined in the absence of a reported source of transmission; however, there was no indication this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures and a white blood cell count from effluent was not reported by the attending facility, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritoneal infection. Therefore, the liberty select cycler can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The clinical and plant investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized for peritonitis. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The pdrn reported that the results from any laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to an unknown etiology. The pdrn reported that the patient was prescribed a one-time dose of intraperitoneal vancomycin and intravenous cefazolin (dosages and frequencies not reported) to address the infection while hospitalized. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided baxter cycler for the duration of the admission. The pdrn reported that the patient had an uneventful hospital course and he was discharged home on 1/aug/2025. The pdrn confirmed, though the exact source of infection remains unknown, there was no indication this patient¿s peritonitis and associated hospital were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient remains asymptomatic while they continue ccpd therapy on the same liberty select cycler as before the event.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized for peritonitis. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The pdrn reported that the results from any laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to an unknown etiology. The pdrn reported that the patient was prescribed a one-time dose of intraperitoneal vancomycin and intravenous cefazolin (dosages and frequencies not reported) to address the infection while hospitalized. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided baxter cycler for the duration of the admission. The pdrn reported that the patient had an uneventful hospital course and he was discharged home on (B)(6) 2025. The pdrn confirmed, though the exact source of infection remains unknown, there was no indication this patient¿s peritonitis and associated hospital were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient remains asymptomatic while they continue ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A dented heater tray was noted during visual inspection of the returned cycler exterior. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.